Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), abdominal pain ("generalized pain in her abdomen") and post procedural discomfort ("feel unwell shortly after essure implantation"). The patient was treated with surgery (essure removal via full hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, feeling abnormal, abdominal pain and post procedural discomfort outcome was unknown. The reporter considered abdominal pain, feeling abnormal, pelvic pain and post procedural discomfort to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), abdominal pain ("generalized pain in her abdomen") and post procedural discomfort ("feel unwell shortly after essure inplantation"). The patient was treated with surgery (essure removal via full hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, feeling abnormal, abdominal pain and post procedural discomfort outcome was unknown. The reporter considered abdominal pain, feeling abnormal, pelvic pain and post procedural discomfort to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 39 year-old female patient who had essure inserted (lot no. B72676, b72677). Additional non-serious events are detailed below. The patient had a medical history of eczema, asthma, smoker, joint pain, itchy skin, wrist pain, hives, sinus disorder, head pain, bleeding genital, back pain, cystitis, thrush, uti, sinusitis, headache, bloating, weight gain, dermatofibroma, foggy feeling in head, fatigue, anxiety, hypersensitivity, depression, spotting vaginal and parity 2. Previously administered products included: mirena. The only concomitant product mentioned was mirena (levonorgestrel). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("hypersensitivity from essure implants"), abdominal pain ("generalized pain in her abdomen"), post procedural discomfort ("feel unwell shortly after essure inplantation") and feeling abnormal ("brain fog"). The patient was treated with surgery (essure removal via laparoscopic subtotal hysterectomy and bilateral salpingectomy (B)(6) 2018). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, feeling abnormal, hypersensitivity, pelvic pain and post procedural discomfort to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: 2 essure micro inserts are noted within pelvic cavity the uterus outlines normally with contrast the proximal ends of each micro insert, lie just beyond the cornual regions no contrast is seen to enter either fallopian tube, and no free spill into the peritoneum has been identified; on (B)(6) 2014: confirms that both her tubes are blocked. Sterilization procedure has been successful [x-ray] on (B)(6) 2019: there are no metallic fragments identified within the abdomen or pelvis quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Lot number added. Event hypersensitivity added. Concomitant & historical drugs are added. Medical history added. Reporter and patient information updated. Lab data added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of eczema, asthma, smoker, joint pain, itchy skin, wrist pain, hives, sinus disorder, head pain, bleeding genital, back pain, cystitis, thrush, uti, sinusitis, headache, bloating, weight gain, dermatofibroma, foggy feeling in head, fatigue, anxiety, hypersensitivity, depression, spotting vaginal and parity 2. Previously administered products included: mirena. The only concomitant product mentioned was mirena (levonorgestrel). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device allergy ("hypersensitivity from essure implants"), abdominal pain ("generalized pain in her abdomen"), post procedural discomfort ("feel unwell shortly after essure inplantation") and brain fog ("brain fog"). The patient was treated with surgery (essure removal via laparoscopic subtotal hysterectomy and bilateral salpingectomy (B)(6) 2018). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, brain fog, device allergy, pelvic pain and post procedural discomfort to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: 2 essure micro inserts are noted within pelvic cavity. The uterus outlines normally with contrast. The proximal ends of each micro insert, lie just beyond the cornual regions. No contrast is seen to enter either fallopian tube, and no free spill into the peritoneum has been identified; on (B)(6) 2014: confirms that both her tubes are blocked. Sterilization procedure has been successful [x-ray] on (B)(6) 2019: there are no metallic fragments identified within the abdomen or pelvis. B72676: invalid; b72677: invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-may-2023: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.